Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A physician reported the biometry results were incorrect and had "expressive variations". After having received topical anesthetic prior to testing, the pt was seen to another clinic to conclude the diagnostic procedure with another system. There was a reported delay of 1 1/2 hours. There were no injuries to the pt.